Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for an unknown procedure, prior to the patient being in the room, the cysto-nephro videoscope was observed leaking/black stuff; the device was cleaned with cydex, might be build-up. There was no patient involvement, and no harm was reported as a result of the event.